Manufacturer narrative:
During preventative maintenance at the customer site, the thermogard xp ivtm system (sn (B)(6) failed the functional slew rate test and displayed a tcmid:05 (coolant diff failure) error message. The root cause was the failed lm 34a/b temperature sensor, likely attributed to the device's aging. The device's life expectancy is 5 years. The thermogard console was manufactured in june 2012 and is over 12 years old. The lm 34a/b temperature sensor needs to be replaced to remedy the fault. Zoll is awaiting the customer's approval to repair the thermogard console. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).

Event description:
During preventative maintenance at the customer site, the thermogard xp ivtm system (sn (B)(6) failed the functional slew rate test and displayed a tcmid:05 (coolant diff failure) error message. No patient involvement.